Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
Patient stated her bg (blood glucose) levels were high before starting to use the pod and since wearing the pod her bg levels have been coming down a little bit. Her highest bg level was 550mg/dl (did not clarify if this was while wearing pod or before). Patient stated that she was going to her doctor, but gave no information on treatment or prescription information. No further details were provided or able to be obtained.